Event description:
It was reported that customer had high blood glucose of 425 mg/dl, which customer attempted to treated with a bolus delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appeared normal, customer was not admitted for medical treatment, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct, insulin did exit tubing, and no air found in tubing. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised to monitor insulin pump. While on call, blood glucose lowered to 247 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.